Event description:
It was reported that "[user] calling from the cvicu to report they just had to exchange an iabp. She said that the ECG disappeared, then the ap signal, then the screen went black and the pump continued pumping. The screen did not return, so they grabbed another iabp and exchanged it". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.